Event description:
Medtronic received information that during use of a cardioblate lp ablation bipolar device, it was reported that the ablation forceps pipe did not produce water during the surgical ablation operation. The device was replaced to complete the procedure. The issue was found before the ablation operation was officially ablated, therefore there was no patient impact associated with this event. Medtronic received additional information that there was no visible damage/abnormal appearance on the device. There was no damage to the packaging (outer box, inner packaging or sterile barrier). There were no other devices damaged in the same box/shipping container.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.